Event description:
It was reported that approximately 62 months after the implant, thresholds had increased. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead had been cut through 14 cm distal of the is-1 connector pin. The proximal and the distal lead fragment were available for analysis. In-between, a segment of about 3 cm length of the lead body was missing. The visual inspection showed signs of abrasion at the lead insulation. In addition, insulation fraying could be detected 44.5 cm proximal of the tip electrode. In this area, the coating of the rope conductor to the shock electrode was damaged. The position and type of the fraying are characteristic for massive mechanical stress of the lead by strong pressure onto the generator housing with simultaneous friction against it. In addition, extraction damages could be seen. The rope conductor was pulled out of its lumen in the area of the insulation damage. The shock coil was deformed, and the inner conductor helix showed an overrotation immediately distal of the connector pin. During the examination of the provided lead fragments, no anomalies could be detected that might have contributed to the reported increase in the pacing threshold. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.